Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while implanting the acetabular cup, the threads of the instrument broke off inside of the cup. The cup had good fixation, so the surgeon decided to leave the cup as it was, with no consequences to the patient. The patient¿s anatomy did not contribute to the event. It was reported that the surgical technique was used. There was no reported patient impact, no patient injury, no medical/surgical interventions, no surgical delays, no foreign body retained, and no surgical complications. No additional information available.

Event description:
Additional information received. It was reported that the tip of the hex bolt was retained in the acetabular shell dome hole portion of the prosthesis. The acetabular shell had proper fixation with no foreseeable loosening. The surgeon proceeded utilizing the corresponding surgical technique for total hip arthroscopy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;b5;d4;g3;h2;h3;h4;h6. The following section was corrected: d1. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while implanting the cup, the threads on the tip of the inserter broke off in the cup. The tip of the hex bolt was retained in cup and the foreign body was retained by the patient. The shell had proper fixation, so the surgeon left the cup implanted and continued the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified strike plate shows indentations from previous uses. Nicks, gouges, and scratches were noted to the device. Threaded tip is confirmed fractured. Fractured piece(s) were not returned with the device for review. During evaluation it was noted the hex bolt is jammed and would not rotate or move in or out as intended. No other damage was noted. The inserter was submitted for further analysis. Analysis determined a bending overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.